Event description:
Return reason: dr reported that contrast media which was injected into distal lumen got into the balloon. As dr could not deflate the balloon, dr injected air into the balloon to rupture it in order to pull the catheter out. Analysis determined: investigation found that the air lumen in the distal hub and hand-assembled manifold is inadequately sealed and allows lumen interconnection. Balloon is intact and is not burst. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Revised mfg procedures are presently being validated to alleviate all future instances of this occurrence type. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.